Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The dome label sticker was missing. Customer's blood glucose level was 6.8 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm on alarm history screen. However, the currents are within specifications and passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.